Event description:
The surgeon implanted a (B)(4) 12.5mm implantable collamer lens on (B)(6) 2011 and the patient complains of discomfort and pain. Vault and iop were normal. The lens was removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4).